Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to infection. A second revision procedure took place on (B)(6) 2012 to remove and replace the tibial components due to instability. A third revision procedure was performed on (B)(6) 2014 to remove and replace the tibial bearing due to instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state this type of event can occur. Possible adverse effects states, "early or late postoperative infection and allergic reaction." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-07163 / 07165).